Event description:
Customer @ 3:45 pm device = 307 mg/dl. Customer took 10 units of regular novolin and 40 units of nph novolin. Within 15 minutes, customer became unresponsive. Customer's spouse called 911. Emergency medical technician (emt) device = 57 mg/dl. Emt's gave customer glucose and they were taken to the hospital. Hospital device result = 75 mg/dl. Cusotmer was given food at the hospital and retested - device = 111 mg/dl. Customer was released from hospital one hour after being admitted. A request was made for return product and replacement product was sent.